Manufacturer narrative:
The sterilization records were reviewed and no evidence of abnormal sterilization cycle was found. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient had a blister that went away and came back 3 times. The cultures tested positive for pseudomonas. The pacemaker and leads were explanted due to the infection. The infection however not related to the procedure or the product. No patient consequences were reported.